Event description:
The customer reported the touchscreen is not responding. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
The customer did not respond to multiple requests for additional information. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened and a supplemental report will be submitted.